Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02461. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. A 3mensio report was provided, which contained CT imagery of the patient anatomy. Review of the imagery showed that the patient anatomy was very tortuous. The imagery of the subclavian artery showed that it was moderately tortuous with an mld of 5.8mm. A review of complaint history suggests that the following procedural and patient factors may have contributed to the reported valve movement on balloon, prior to inflation: a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the delivery system during the procedure was identified as a possible cause of valve movement on balloon. As noted, a lot of tension was experienced during valve alignment. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Because the device was not returned, it could not be assessed for signs that high tension were present. Tension build up can result from: (1) tortuous, tight vasculature. The patient was reported to have moderately tortuous vasculature. (2) performing valve alignment at a bend or angle (such as in a non-straight section of the aorta). Because the patient had tortuous vasculature and valve alignment was performed in the ascending aorta (which had a 90° curve) valve alignment was likely done at a bend. (3) residual volume left in the balloon. Residual fluid left in the balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Performing valve alignment while at a non-perpendicular viewing angle leads to incomplete valve alignment/fine adjustment of the valve on the balloon while in a straight section of the aorta. Once the view was changed to visualize the native annulus, this would result in observing the valve being not properly aligned. Although a definite root cause was unable to be determined, available information suggests that patient/procedural factors may have contributed to the complaint event. During manufacturing, the balloon undergoes 100% dimensional inspection for working length, balloon diameter, proximal and distal leg ID, proximal leg od, double wall thickness. The balloon undergoes 100% visual inspection for mechanical damage and deformation. The balloon is visually inspected and rejected for distorted/pinched folds. During final inspection, distal to proximal visual inspection is performed. The entire device is inspected and reject for missing components, incorrect assembly, device damage (e.g. Kinks, cuts). The inflation/crimp balloon is rejected for distorted/pinched folds. The commander undergoes functional product verification (pv) testing. The device is visually inspected. Fine adjustment is verified. The commander undergoes tensile product verification (pv) testing. The device undergoes locknut/collet engagement tensile testing. All tested sample units passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system ¿ valve movement on balloon was unable to be confirmed. The presence of a manufacturing non-conformance was unable to be confirmed. However, a review of device history record (DHR), complaint history, lot history and manufacturing mitigation revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. In this case, the cause of the valve movement on balloon is unknown. Per engineering evaluation, is unlikely a manufacturing issue contributed to the complaint and is more likely related to patient and procedural factors. The cause of the subclavian artery injury is also unknown, but may be also be due to patient and procedural factors (moderately tortuous, minimal calcified, and device manipulation). Review of complaint history revealed that the occurrence rate for the trend category ¿valve movement on balloon¿ did not exceed monthly control limits. A pra was previously initiated and a CAPA was previously initiated to drive further investigation and potential corrective/preventive action(s). Image review was performed by an edwards lifesciences physician proctor. Pre-op CT, 3mensio, and procedural cine images were provided for review. Pre-op CT/3mensio observations: · area measures 717.8, which is not recommended per IFU and training. · extremely tortuous left subclavian artery, · tortuous femoral/iliac arteries (left < right). Procedural cine observations: · horizontal aorta 85 degrees, · calcified annulus, · percutaneous left subclavian approach chosen, · tee probe seen, · no images of valve alignment provided, · no bav seen, · un-deployed valve seen in ascending aorta with wire against curvature of aorta, · valve alignment completed in non-straight section and diving seen in the ds, · flex catheter tip is not over the triple marker as per IFU/training, · valve deployed too ventricular in a 55 aorta/45 ventricle position, · valve appears to be a conical shape, · valve embolized into left ventricle, · balloon inflated in embolized valve and attempt made to pull valve back into annulus, · during retrieval attempts, esheath was pulled back and appears outside the subclavian artery, · e-sheath now seen back in ascending aorta. Not reported if a new esheath was used, · embolized valve crushed with balloon within annulus/lvot, · lunderquist wire inserted to give support to the new s3 implant, · second 29mm s3 valve deployed within aortic annulus and crushed/fixed embolized valve within the aortic annulus. Impression/recommendations: the patient¿s annulus is outside IFU for the 29mm s3 valve. With a patient with a horizontal aorta, consider other access to alleviate the issues with tracking/flex. Ta/tao may be better option. From the 3mensio images provided, tf from left side looks possible. Attempts to retrieve an embolized valve by capturing and pulling it into the native annulus is not recommended as this can cause annular dissection/perforation. During these attempts, the esheath appears to be outside the subclavian artery and then back in the ascending aorta. It is unknown if the esheath was exchanged with a new one. Crushing the valve in the lvot has been found responsible for late damages in the ventricle related to systolic movement. Trapping the crushed/jailed valve within the annulus with the new 29mm s3 is also not recommend as thrombus can be created on the valve and embolize into the aorta.

Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used during the case. The investigation is ongoing.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position via subclavian/axillary approach, after the valve was positioned across the annulus and the flex catheter was pulled back, the valve moved approximately 3mm aortic (proximal) off of the distal marker. The valve was then adjusted for this by shifting it slightly ventricular of the normal deployment position. During deployment, the flex catheter appeared to slide forward over the balloon. However, the valve did not move and was deployed in an acceptable position. The flex catheter was then pulled back into the esheath. Post deployment, it was observed that the aortic side of the valve was not fully expanded; the valve was slightly flared on the aortic side when compared to the ventricular side. It was decided to post-dilate. As the balloon of the delivery catheter entered the valve, it was noted that the valve looked to be in a different position. Immediately after that, the valve embolized into the left ventricle. Wire position was maintained and the valve was attempted to be pulled back into or across the annulus with several different balloons without success. During one of the balloon exchanges, the wire flipped out of the valve due to the extreme stored forces in the system. Some time was spent getting the wire back through the valve and the valve was crushed with a balloon. The valve was crushed again to prevent it from ¿flipping into the lvot¿. The valve was immobilized where it was as not obstructing the lvot or mitral apparatus. As the patient was not well enough for surgery and remained stable, it was decided not to operate to remove the valve. A second 29mm sapien 3 valve was successfully implanted in a good position. Upon removal of the devices, a vascular complication of the subclavian artery was observed. An open stent was placed and hemostasis was good. The patient was transferred to the ICU. Post procedure the patient had a mca stroke and expired pod 1. During de-airing the balloon was partially inflated 20%. The 16fr esheath was inserted without complication, and it was tight through the subclavian while inserting/advancing the delivery system through the sheath. Valve alignment was performed in the ascending aorta without significant difficulty. The system was not torqued or heavily manipulated. A lot of tension was experienced. The left subclavian artery minimum luminal diameter was 5.8x8mm, was at least moderately tortuous and minimal calcified. The descending aorta had some tortuosity, and the iliac arteries were very tortous. The arch made a big posterior curve and then the aortic root angle was very horizontal (90 degrees). The vessels had minimal calcification. The perceived cause for the subclavian vascular complication was unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.